Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It's important to mention that the customer bought the soclean device in 2019 and used it for just four days. During that period, she was diagnosed with bronchitis and experienced nausea. She also has a history of sensitivity to scents. The customer is now reporting this issue nearly four years later, as the device was stored away in a closet and forgotten. This report is made for due diligence purposes.

Event description:
Customer reports nausea & bronchitis. Md seen in 2019. Received antibiotics.